Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements and intermittent capture were noted on the device and competitor left ventricular (lv) lead. This resulted in intermittent biv pacing and the patient reported increased heart failure symptoms. It was noted the patient was also receiving chemotherapy. Further investigation revealed decreased, but within range, impedance measurements on the lv lead. As there was no noise to suggest lead damage, the output was increased and the patient will continue to be followed appropriately. No additional adverse patient effects were reported.